Event description:
Subsequently the patient was reported to have passed away. The device was explanted and has since been returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received an inquiry for this pacemaker with programmed different outputs. Thresholds had been programmed at 2.1 @ 0.4, however ,the patient was then in retry with 4.2 @ 0.4. The representative was to reprogram the right ventricle to a set output. In addition, longevity had been estimated to more than 5 years remaining but recently this had changed to 2.5 years. No adverse patient effects were reported. Technical services discussed device behavior.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.